Event description:
It was reported that the artificial urinary sphincter (aus) was not working, and it appeared that the device had lost fluid. A revision surgery was performed in which it was discovered that the balloon had a hole in the tubing next to balloon hub resulting in a leak. The balloon was removed and replaced. No patient complications were reported.